Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the monopolar curved scissors had a broken silver conductor wire. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary, it is unknown if surgical task was being performed when the issue occurred. Conductor wire was not exposed, but grip cable damage. Crm was already updated as grip cable.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.